Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) units batteries not charging. There was no patient injury/harm reported.

Manufacturer narrative:
A getinge field service technician(fst) was dispatched to evaluate the iabp unit. The fst connected an ac power cord to a wall outlet and attempted to power on the unit. The unit would not boot up. The batteries were completely discharged. Once the console was removed and reinserted into the cart the batteries began charging. The fst completed a pm performed with full calibration, functional testing, and electrical safety checks to factory specifications. The unit was then returned to the customer and cleared for customer use.

Event description:
N/a.